Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to expose. Review of the system log file showed that the error identified a tube rotor problem. Upon troubleshooting, fse found that the defective cooling unit. To resolve this issue, fse replaced the cooling unit. The defective cooling unit was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.